Event description:
There are several stages of reaction, getting subsequently worse after each sensor's routine replacement. The normal replacement time is 5-7 days. On (B)(6) it felt like prickly heat underneath the sensor site. As the time went on, it continued to worsen. By (B)(6), it was really bad that you had to take it out on the 2nd day of insertion. It seems like when you take a shower, water reacts with the adhesive and causes an allergic reaction. When you take it off, there's a clear oozy route with little bumps under where ever the sensor came in contact. On the skin there are scars that are within the outline of the sensor patch. We had used different sensors from the company and still remains to cause an allergic reaction. We have tried other sites, i.e. The outside of each arm and remains to cause a reaction. Severe skin reaction to the area of skin where the cgm sensor adhesive is attached to the skin.